Manufacturer narrative:
(B)(4). Replaced worn fingers on complete pressure adjusters with tip replacement kit to correct complaint. Also replaced broken hinges on suction safety cover and added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. This pump is 9 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the fill chamber is overfilling. The case was completed with a second pump. No patient consequences or delay in the procedure.